Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "bad" display was confirmed during product evaluation. The root cause of this condition was assigned to lines on main display. The main display assembly was replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a "bad" display. It is unknown when this event occurred; however, this event occurred during biomed servicing. This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.